Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) would not pump properly and requires an executive board replacement. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10 the stm that encountered the issue found that the main board was dead, so no logs were available. In order to resolve the issue, the fse replaced the executive processor pcba. The fse then completed the full pm with full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use. The maquet failure analysis and testing (fat) received the exec. Processor board associated with this complaint. This part was received with a reported unit failure message of unit would not pump properly. Performed visual inspection of this part received and part looks to be in good condition. Installed the exec. Processor board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of unit not pumping properly while testing exec. Processor board. The fat dept. Pumped the unit for 2 hours and did not see any unproper activities. Exec. Processor board passed testing. Retaining board in the fat dept. As per procedure. The board revision is outdated.